Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of sealed devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functionally, the instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formations were achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Visual and functional testing of the returned sample confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy according to the reporter: there was a problem with the clip after the surgery. It seems that it does not stay in place. Possible leakage on the cystic canal. There was no extension of operating time, no blood loss, extension of incision, no part of the device fell into the cavity of the patient. The patient was reoperated the day after the initial procedure to fix the issue. The patient was born in (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account. The clip was well placed on the canal during surgery. The patient was ok 48 hours after surgery. On the 3rd day post surgery, the clip had migrated. The patient was re-operated and the leakage on the canal was confirmed. The patient was discharged on the 8th day and is doing ok.